Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 257 mg/dl. Advised the customer to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. Upon troubleshooting, it was found that insulin did not exit the tubing. The customer stated that insulin did not exit with a plunger push and that there was greater than normal resistance. Advised replacement of the infusion set. Nothing further reported.